Event description:
The customer reported that the insulin pump alarmed low reservoir but then the insulin pump shut off with off no power. Troubleshooting was done. Customer's blood glucose was 76 mg/dl. Customer stated that he was work and had low reservoir did not clear the alarm at the time it occurred then off no power and battery out limit and low reservoir again. Customer stated that he use various brand of batteries. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with corroded battery cap contact and corroded battery tube. The insulin pump power up properly after battery installation, operating currents is within specification. No shutting off on its own, no unexpected off no power alarms, no unexpected low battery alarms, no battery out limit alarms and no blank display anomaly noted. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.